Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported they had a previous ins that was broken due to a fall, and explanted.  See related pe 704564069 for information related to being unable to recharge ins.